Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. During interrogation the atrial lead exhibited noise reversion episodes. The noise could not be reproduced with isometrics and pocket manipulation. The device was reprogrammed. The patient would be monitored.